Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with the psn 210 dialyzer occurring approximately two months ago. At the start of treatment, the patient began coughing and vomited. Treatment was stopped and the patient was administered benadryl (route and dose unknown). Treatment was resumed with an asahi am-b10-100 dialyzer and completed without further incident. Hcp reports that the patient continues to dialyze with the asahi membrane without incident. Hcp also noted that the patient historically has had similar symptoms to the CT-190 dialzyer and the althin dialyzer.